Event description:
It was reported that the tip of the needle broke in situ during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the needle broke in situ during the procedure.

Manufacturer narrative:
This device was confirmed to be manufacturered by tag medical. Any/all additional reporting will be conducted by tag medical who was contacted about this event on (B)(6)-2015.